Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter, the packaging was difficult to open. When they attempted to open the device "the plastic did not open appropriately". The catheter was exchanged for another farawave due to sterilization concerns. The procedure was completed with no complications. The catheter is not expected to be returned as it was disposed of by the facility.